Manufacturer narrative:
At this time, the pacemaker has not been returned for evaluation. This record will be updated upon return and completion of evaluation or if additional information becomes available.

Event description:
It was reported that oversensing and failure to deliver pacing were observed on the right atrial (ra) lead connected to this pacemaker. This pacemaker was explanted and replaced. The ra lead and right ventricular (rv) lead were surgically abandoned and replaced. No additional adverse patient effects were reported.